Manufacturer narrative:
The device will not be returned for evaluation. Customer confirmed that there was no equipment malfunction and that the event was due to user error.

Event description:
Customer reported the light source was on automatic mode and tip of scope was left on the drape. Staff didn't realize the light source was on and it burned a hole on the drape and burned the patient. Per the customer, the burn was a 3 mm circular burn on lower abdomen, which was treated with silvadene cream, and the patient is doing fine.